Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the brush was kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2981 captures the reportable event of brush kinked. Block h10: investigation results: an rx cytology brush was received for analysis. The brush was retracted when received. The working length (extrusion and pull wire) was kinked in several locations and the handle was slightly bent. During functional inspection the handle was actuated, however the brush was unable to extend, the device was disassembled and it was observed that the pull wire was kinked adjacent to the handle cannula joint. The pull wire was completely removed to inspect the brush section and it was observed that the brush section was also kinked. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. Likely the failures found (pull wire/catheter/brush/handle kinked/bent) were caused due to manipulation as the customer brushed back and forth during procedure. Handling and manipulation of the device can lead to kinking/bending of the catheter, handle, pull wire and brush section. These conditions can cause difficulties to extend the brush. Force applied to the handle in order to extend the brush can result in kinking/bending of the handle and pull wire at handle cannula joint. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as "adverse event related to procedure." A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the brush was kinked. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event.